Event description:
Account states during a post surgical inspection and advancement, the drain separated at the point where the clear and white sections join together. This incident required an exploratory laparoscopy to be performed and the broken piece removed from the pt's abdomen.